Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstation performance analysis report (mpar) reported errors on main drawer 3.2. The field service engineer (fse) reseated all six rowboard connectors, both retractor band connectors, and all pockets on drawers 3-1 and 3-2. They released all pockets, removed debris, and tested the lids. Additionally, a medication spill was found on main full height drawer 2, prompting a tray replacement. The station was tested in diagnostics, and the customer verified functionality through the medical application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es performance analysis reported errors on main drawer. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es performance analysis reported errors on main drawer.as per part investigation, it was determined that the reported failure was attributed to physical damage of p/n 350851 01, which caused a short circuit/miscommunication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es performance analysis reported errors on main drawer. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer onpart analysis:the reported condition of "mpar reported errors on main 3.2" was confirmed by field service engineer and subsequently confirmed in the dchu inspection process.according to work order #02147640 the fse reseated all six row board connectors, both retractor band connectors, and all pockets on drawers 3.1 and 3.2, released all pockets, removed all debris, tested the lids, and replaced the tray due to the presence of a medication spill on the main full-height drawer.during dchu visual inspection:part number 350851-01: was received in bad condition with signs of physical damage.during dchu testing:part number 350851-01: due to the tray failed the visual inspection no further testing was necessary for the tray.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause:the root cause to the reported failure "mpar reported errors on main 3.2" is attributed to the physical damage of the part pn 350851-01 which produces a short or miscommunication.